Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A customer reported the unit shut down during a procedure. Additional information has been requested, but none received to date.

Manufacturer narrative:
The system was examined and the reported event was confirmed, as a blackout occurred and the system never recovered. The central processing unit (cpu) host was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 15, 2006. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming cpu host. However, how the host became nonconforming remains uncertain. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicating the case was completed with an alternate unit. There was no harm to the patient.